Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm, no signal too low alarm and no blank display during testing. Unit received with minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm during normal use. Customer's blood glucose at the time of the incident was not included in the report. Customer reported that the screen is completely blank. Customer also reported that the insulin pump alarmed external software error. Troubleshooting was done and the pump powered back on however, troubleshooting found multiple loose drive alarms in the pump history. Customer was advised to discontinue use of the insulin pump and revert to back up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.